Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with test reloads on the three articulated positions. The staples were malformed on the left side, due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop, resulting in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the device would not fire. Another device was used to complete the case with no patient consequence.